Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete the expiration date is not currently available.

Event description:
The sales rep reported via phone that the metal inserter tip of the customer's 4.5 healix advance br 3 suture with orthocord broke inside the anchor upon insertion into the patient's bone. The patient had dense bone. The surgeon chiseled around the anchor to remove the metal inserter. The anchor was removed and the surgeon used a bigger awl and a bigger anchor in the same bone hole to complete the case. There were no patient consequences but a 40 minute delay was reported. The device is being returned. ¿ when did the breakage occur? Upon insertion. ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? Yes. ¿ if breakage occurred near surgical site, how were fragments retrieved? With a grasper. ¿ how was the procedure completed? Other like devices in the same hole. ¿ were alternatives readily available? Yes. ¿ were there any procedural or patient anatomy factors which may have contributed to the breakage? Patient had dense bone. ¿ is surgical intervention planned? No. ¿ did portion of the device remain in the patient? No. ¿ any patient impact? No.